Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG electrode fall-off test. Upon evaluation, the pulse wire inside the cable connecting the distribution node (dn) to rear therapy electrode (te) was broken at the solder joint inside the rear 2-wire therapy electrode (te). The root cause of the broken pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.